Event description:
Reporter noted posterior capsule tear occurred while using monarch cartridge. Anterior vitrectomy performed and iol placed in sulcus. One day post-op patient va is 20/20 (-1). Felt tip was bent due to placement in pack.